Manufacturer narrative:
G4: PMA/510(k) number = exempt. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr, part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during a transurethral ureterolithotripsy (tul) procedure. After the renal stones were fractured, the user extracted the stones 1-2 times with a 'ngage nitinol stone extractor'. The sheath near the handle then became kinked, and the device no longer functioned. The procedure was completed with another 'ngage nitinol stone extractor'. The device was inspected and tested in the uncoiled position prior to use. And the basket functioned properly. The size of the stone fragments being removed is unknown. A laser was not used when the complaint device was in use. The patient did not have any abnormal anatomy that would prevent the basket from functioning. No part of the device separated. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention, due to this occurrence. The patient did not experience any adverse effects, due to this occurrence.

Manufacturer narrative:
Event description: as reported, during a transurethral ureterolithotripsy (tul) procedure, after the renal stones were fractured, the user extracted the stones 1-2 times with a 'ngage nitinol stone extractor'. The sheath near the handle then became kinked and the device no longer functioned. The procedure was completed with another 'ngage nitinol stone extractor'. The device was inspected and tested in the uncoiled position prior to use and the basket functioned properly. The size of the stone fragments being removed is unknown. A laser was not used when the complaint device was in use. The patient did not have any abnormal anatomy that would prevent the basket from functioning. No part of the device separated. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence. Investigation ¿ evaluation: a visual inspection and functional testing of the returned device was conducted. A document based investigation was also performed including a review of complaint history, device history record (DHR), manufacturing instructions, the instructions for use (IFU), and quality control procedures. One ngage nitinol stone extractor was returned in an open package without its packaging tray. The extractor was returned with the handle connector cap loose. The connector cap was tightened before a function test was performed. The basket was able to actuate using the handle thumb button, with a slight clicking sound. The orange support sheath was observed to be slightly curved which is where damage was reported. There was also one visible kink observed on the basket sheath, approximately 46 cm from the distal tip of the extractor. The basket sheath kink is not near the handle which is where the damage was reported to have occurred. Its likely this damage occurred in return shipping or when the device was repacked as the device was returned without its original packaging tray. No other damage was visible. A review of the device history record found no non-conformances related to the reported failure mode. A review of complaint history records shows no other complaints associated with the complaint device lot. A review of relevant manufacturing and quality control documents was conducted. All extractors are verified to assure the basket opens and closes properly. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. Because there were no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that the device was manufactured to specification and there is no evidence that nonconforming product exists in house or in the field. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: suggested handling instructions for extractors and forceps important: excessive force could damage device. Cook has concluded a cause for the complaint could not be established. It not possible to rule excessive force inadvertently being applied to the device during the procedure. Per the quality engineering risk assessment, no further action is required. The appropriate personnel have been notified, and we will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.